Manufacturer narrative:
During the on-site investigation, the field service engineer found that the lab was using a combination of nested cups with defective (bent) polypropylene tubes (these are not olympus products). The engineer also found a sample rack which had a bent retaining prong. Note that users are instructed to (include note from user's update on cleaning racks). It appears that the combination of these items resulted in the aspiration of a limited sample which caused the low results. The device issued a warning flag (g-flag) which, as specified in the olympus user's guide, indicates the sample concentration is below the dynamic range (linearity of the reagent) limit. The au640 users guide instructs users to repeat testing if g-flags are issued. According to lab personnel it was the lab's policy to report results even though g-flags were issued. This policy resulted in the reporting of low test results. We met with lab mgmt to discuss these issues and they have discontinued the use of the polypropylene tubes and are addressing the issue of warning flags issued by the device.

Event description:
During a dispatch for a linearity issue with analyzer, the lab informed the field service engineer that the lab reported 2 false low results for phenytoin as < 2.5mg/l. Alledgedly one pt received a bolus of phenytoin based on the low phenytoin result, and as a result was in a coma. No pt injuries were reported for the other pt.